Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was confused and agitated and pulled the catheter out on his own. It was noted that during removal of the catheter, the tip came off and was reportedly still in the patient's bladder. The complainant reported that the tip was to be removed by the urologist as outpatient tentatively on (B)(6) 2019.

Manufacturer narrative:
The reported event was confirmed as use-related. The evaluation observed a break at the catheter's shaft. The surface was normal in appearance with a jagged presence. The catheter break was due to the patient pulling it out. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: - 3cc balloon: use 5cc sterile water - 5cc balloon: use 10cc sterile water - 30cc balloon: use 35cc sterile water should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d4, h6, h10 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was confused and agitated and pulled the catheter out on his own. It was noted that during removal of the catheter, the tip came off and was reportedly still in the patient's bladder. The complainant reported that the tip was to be removed by the urologist as outpatient tentatively on(B)(6)2019 . Per additional information received via email on (B)(6)2020 , the patient underwent a cystoscopy with removal of 5 inches of the distal foley catheter from the urinary bladder on (B)(6)2019 .

Event description:
It was reported that the patient was confused and agitated and pulled the catheter out on his own. It was noted that during removal of the catheter, the tip came off and was reportedly still in the patient's bladder. The complainant reported that the tip was to be removed by the urologist as outpatient tentatively on (B)(6) 2019. Per additional information received via email on 14jan2020, the patient underwent a cystoscopy with removal of 5 inches of the distal foley catheter from the urinary bladder on (B)(6) 2019.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Based on the photo attached, the catheter break was observed with the presence of jagged tearing at the area of breakage. How and when event are occurred could not be determine. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was confused and agitated and pulled the catheter out on his own. It was noted that during removal of the catheter, the tip came off and was reportedly still in the patient's bladder. The complainant reported that the tip was to be removed by the urologist as outpatient tentatively on (B)(6) 2019. Per additional information received via email on 14jan2020, the patient underwent a cystoscopy with removal of 5 inches of the distal foley catheter from the urinary bladder on (B)(6) 2019.